Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing recorded on the implantable cardiac defibrillator. Analysis of the episodes showed post-paced t-wave oversensing with last episode occurring (B)(6) 2016. The oversensing has stopped, so no programming changes were made. No patient symptoms reported, and patient will be followed normally.